Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a patient underwent a left total knee arthroplasty due to primary arthritis of the left knee. The patient tolerated the procedure well. The patient progressed through hospitalization and was discharged. Upon returning to the surgeon's office for a two week follow up, the x-ray of his left knee showed a radioppaque marker signifying a retained portion of the drain anterior at the midline with well placed total knee arthroplasty. The patient was brought back to the operating room for removal of the retained piece. The patient was discharged the same day without further incident. The patient continues to have physical therapy and outpatient follow-ups.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient underwent a left total knee arthroplasty due to primary arthritis of the left knee. The patient tolerated the procedure well. The patient progressed through hospitalization and was discharged. Upon returning to the surgeon's office for a two week follow up, the x-ray of his left knee showed a radioppaque marker signifying a retained portion of the drain anterior at the midline with well placed total knee arthroplasty. The patient was brought back to the operating room for removal of the retained piece. The patient was discharged the same day without further incident. The patient continues to have physical therapy and outpatient follow-ups.